Event description:
It was reported that the twist clamp of a minicap extend life pd transfer set broke which resulted in a leak at the tip of the transfer set (out the female connector). It was further reported that ¿the patient went to tighten the twist clamp and heard a pop and saw the twist clamp separated from the light blue main body¿. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury associated with this event; however, the patient was given prophylactic intraperitoneal antibiotics as a precautionary measure. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the sample was received for evaluation with a cap on the dark blue connector. A visual inspection with the naked eye and magnification noted a broken occlude feet. Functional testing including leak, clear passage, and clamp function testing were performed; leak testing and clamp function testing identified a flow through the set with the twist clamp in the closed position. There were no issues during clamp function testing. The reported condition was verified. The cause of the condition could not be determined; however, the damaged set is consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.